Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of contamination was found under all key contacts. The keypad cover had been returned torn and all keypad buttons were responsive during testing. All the keypad button symbols were worn which has no effect on insulin delivery. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).